Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Visual evaluation showed the cannula tube had a node when received. No other damaged was observed. During device functioning, device work as intended. No problem found

Event description:
It was reported that during a shoulder arthroscopy there was no suction from the device. The device would not suck from the shaver or the cannula fitting. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.